Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was noted that the pump¿s placement was very lateral and interacting with mitral valve leaflets. Repositioning attempting was made. However, the pump always migrated back laterally. The pump was left out of position. While on support, the patient developed a gastrointestinal bleed and the heparin was held due to the bleed. It was also noted that the sterile sleeve was torn. The patient remained on support and was reported as stable.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the sterile sleeve damage was not determined since product was not returned. The root cause of the positioning issues was most likely patient condition related. The pump kept going out of position despite being repositioned. The root cause of the vascular damage gi bleed and its relation to impella were not determined since product was not returned and there is a lack of clinical details.